Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer also reported using their cartridge for six days. Tandem customer technical support informed customer that is off-label per the user guide. Customer attempted to clear alarm prior to calling tandem technical support and changed out multiple infusion sets, but occlusion alarm recurred. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 333 mg/dl.